Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device was also received with moisture damage on the motor, battery tube and vibrator assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was thrown into the pool with the insulin pump and the screen went blank. The customer tried changing the battery but, stated the display remained blank. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.